Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing performed showed the device met with functional specifications. The device met with delivery specifications. The reported issue was not confirmed. Examination showed physical damage consistent with fluid ingression; however the device was found to perform as specified during testing.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump failed accuracy by -8.95%, and had damage screen. No patient involvement reported.